Event description:
Litigation received alleging that the patient suffers pain, disability, and excessive levels of chromium cobalt.

Event description:
Update: (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob, doi, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
Additional narrative: update rec'd 7/25/2013- ppd and medical records received. Dor is (B)(6) 2010. During the (B)(6) 2010, operation the femoral head and cup were revised for a pseudotumor. A competitor cup and poly liner were implanted and new depuy head was placed. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain and pseudotumor growth from metal on metal articulation. Revision notes reported severe damage to all soft tissues and 50 cc of cloudy fluid with only 80 white cell count thought to be due to mom pseudotumor. There is no metal ion level information provided within the medical records. Added stem and sleeve product information.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.